Manufacturer narrative:
Analysis was unable to confirm the reported issues. Hard drive health was less than 100% and requires replacement as a preventative measure. Event logs found a sensor 7 error. Replacement programmer provided to customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a blue error screen. It was further reported that the emergency key keeps restarting. The programmer was unable to interrogate. The device has been returned for servicing. No patient complications have been reported as a result of this event.